Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly restarted the ventilator and patient treatment could continue. No parts have been replaced. Provided ventilator logs were reviewed.the event log shows that on the reported event date dec 24, 2020 an alarm for apnea was generated shortly after start of ventilation following by other alarms indicating a stop of ventilation; respiratory rate low and peep low. After 2 minutes, the ventilator was set to standby by the user. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event.the root cause of the event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator has stopped and an apnea alarm was generated. There was no patient harm. (B)(4).